Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. Event log recorder transducer fault occurred (2,0,4075). Performed transducer test, exhl diff (exhalation differential) 4076 failed. Performed xdcr cals (transducer calibration), exhl diff press xdcr cal (exhalation differential pressure transducer calibration) failed at 0 cmh2o. Xdcr fault (transducer fault) alarm can't reset. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was on a patient alarmed transducer fault. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.